Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. Visual inspection on the shaft segment did not show any obvious damage except the catheter was cut into 2. Based on the complainant, the balloon was not able to deflate. Therefore, they had to cut the catheter to release the inflation medium. As the returned catheter was cut, the balloon was then inflated with the help of syringe assembled with a needle. Inflation and deflation process was successful. No abnormality was noted. Further investigation was conducted on the returned valve. The valve was tested by syringe to identify on the seat movement. The seat able to move upward and downward without any sticking and manipulation. Based on the investigation, the returned sample can be inflated and deflated normally without any issues. There is no issue was noted on the valve. Non-deflation could occur due to various reasons such as improper fixation of the deflation unit/syringe or presence of blockage in catheter system. However, based on the investigation conducted, no failure was observed, products were able to inflate and deflate normally. Other remarks: based on investigation and finding, no issues were found on the returned sample. The balloon was able to deflate and inflate as intended. No faulty on valve was noted. Therefore, this complaint could not be confirmed.

Event description:
During insertion of the catheter, the balloon ruptured. The catheter was removed and new one was inserted. The balloon was tested prior to use without any problems. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During insertion of the catheter, the balloon ruptured. The catheter was removed and new one was inserted. The balloon was tested prior to use without any problems. The patient's condition was reported as fine.